Event description:
A medline industries, minor pack was opened at which time it was discovered that there was residual styrofoam on the bulb syringe from the packing tray. FDA safety report ID# (B)(4).